Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5186450. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
A voluntary MDR/medwatch report was received on 04/27/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via the maude database, the patient reportedly experienced inaccurate cgm readings on approximately (B)(6) 2026, which allegedly resulted in diabetic ketoacidosis (dka) requiring hospital treatment. The event reportedly occurred an unspecified number of days following sensor insertion at an unknown insertion site. Details regarding the specific medical interventions provided, the duration of hospitalization, and any contributing factors were not available. Due diligence efforts were made to obtain additional information from the reporter; however, attempts to contact the reporter were unsuccessful. No further information is available at this time. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.